Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Provider states the on board charger/seating cable does not put the chair into drive lockout and chair also has phantom stopping with no lights flashing.